Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a frozen screen on full segment display and constant tone as a result of a faulty component on the interface board. Unable to confirm the alarm due to the frozen display. The device was received with scratched lcd window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump kept alarming. The customer removed the battery and inserted a new battery, but the screen was completely black. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.